Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Based on the results of the investigation and because the device was not returned for evaluation, the reported event could not be confirmed, and a root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the cysto-nephro videoscope tested gram-positive for bacilli contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.